Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind and basic occlusion tests. The pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). They were unable to program a bolus delivery or perform the occlusion test and excessive no delivery test due to the compromised force sensor system alarm. There was no motor error alarm noted. The motor passed the motor test. The unit had a scratched display window, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error persistently. The customer's blood glucose was more than 288 mg/dl at the time of incident. The customer reported that the alarm would occur in 1 or 2 days of use of the infusion set and reservoir and the customer confirmed that there was no occlusion. The customer stated that the motor error alarm occurred more than one in the last 30 days. The compromised force sensor system alarm was noted in the pump history during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.